Event description:
It was reported that this patient has had a history of untreated and treated events due to double-counting. No previous reprogramming was performed. The patient has recently received an additional inappropriate shock due to slow ventricular tachycardia. Technical services had discussed that primary sensing vector is the most optimal for this patient. No adverse events were reported.